Manufacturer narrative:
Two lots have been identified as the probable lots used: ns40228 mgf 8/2007 exp 8/2010. Ns40224 mfg 5/2006 exp 5/2009. Inventory of both lots have been exhausted. There have been no previous complaints for either lot. Preliminary batch records review results have not uncovered any anomalies. The user facility indicated one of the patients had an underlying cardiac condition that may have contributed to the event. The other patient was believed to be an otherwise healthy individual. Both patients have since recovered.

Event description:
During leiomyoma procedures, two patients developed pulmonary edema.